Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 ¿ patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh (device 1). Per op notes, ¿the omental adhesions to the anterior abdominal wall were taken down. The left edge of the old mesh had folded over with the adhesions were excised. The hernia was recurred. A small ventralex st mesh (device 1) was placed into peritoneal space and secured to abdominal wall using sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh (device 2). Per op notes, ¿adhesions of the omentum and small piece of small bowel incarcerated to the hernia sac was noted. The old mesh (device 1) appeared to be pulled away from one edge. A medium ventralex st mesh (device 2) was placed into prefascial space and secured over the old mesh using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.